Event description:
Physician reported a right side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and underweight. A microscopic analysis was performed which identify, a broken striated in the anterior side. Based on the device analysis, the final assessment is: a striated broken in the anterior side assessed, as surgical damage.

Event description:
Physician reported, a right side rupture. Diagnosed by ultrasound. The device has been explanted.